Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge the ipg as recommended by the manufacturer. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.